Manufacturer narrative:
Patient information was unavailable as the site representative decline to provide this information. A medtronic representative went to the site to test the equipment. Verified with log files that navigation was still connected to imaging system preventing 3d spin. Informed customer of system safety protocol and will be aware of the issue from now on. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A biomedical engineer from the site reported that when attempting to take a 3d spin during a procedure, the imaging system would not begin to scan. The fluoro was working normally. They attempted to use the footswitch and the handswitch without resolution. No further details regarding this issue, or specifically during what procedure, were provided. No delay was reported by biomed due to this issue. There was no impact on patient outcome.